Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: (B)(6) 2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and a consumer via a company representative regarding a patient receiving gablofen 2000 mcg/ml at 650 mcg/day. The indications for use were intractable spasticity and cerebral palsy. It was reported that the patient began having return of spasticity and spasms on tuesday, (B)(6) 2018. The patient reported not feeling herself and was started on 20mg oral baclofen every 6 hours. There were no contributing factors that may have led to the event. A dye study was completed on (B)(6) 2018 which didn't show any abnormalities. The patient was taken to the or (operating room) on (B)(6) 2018 to surgically explore the issue. Upon exploration at the back incision the surgeon found the 8709sc catheter to have a slight kink at pin connector site and also a micro tear in the catheter at the entry point to the fascia. The surgeon explanted 9.9 cm of the existing 8709sc catheter and attached a new 8596sc catheter. The issue was resolved at the time of the report. The patient status was noted as alive, no injury and no further complications were reported.